Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke during a procedure. The elevator was used on impacted teeth. The fractured piece was removed via suction or by hand. The procedure was completed with another elevator of the same part number. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay corrections and additional information. Upon visual inspection, it was determined that this part is not manufactured by zimmer biomet; therefore the complaint against zb product cannot be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.